Event description:
It was reported PICC inserted on (B)(6) 2021 for administration of chemotherapy do to regimen; consultant informed. When patient was receiving contrast for CT scan, staff noted leakage at the PICC exit site and contacted for further assessment. Sodium chloride instilled and noted leaking at area above securacath. Dwell time of PICC x 80 days. PICC removed intact, dry dressing applied, and patient sent home. No injury to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leakage from the catheter at the exit site was confirmed. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The catheter tubing was compressed and contained a twisted shape memory between the 2cm and 3cm depth markings. When an attempt was made to flush the catheter with water from a 12cc syringe, the catheter was patent to infusion. However, a spraying leak was observed emanating from the tubing near the 3cm depth marking. Microscopic examination revealed a 0.11¿ long split at the leak site. The split edges were straight and longitudinally aligned. The edges of the split contained a dull veneer with a finely granular surface. In addition to the split, microscopic examination revealed a small (0.04¿ long) longitudinal impression in the tubing proximal of the compressed region. The compression damage and longitudinal split are consistent with damage caused by applying a securement device around the tubing of the powerpicc catheter, which was consistent with the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev0161 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in the (B)(6).

Event description:
It was reported PICC inserted on (B)(6) 2021 for administration of chemotherapy do to regimen; consultant informed. When patient was receiving contrast for CT scan, staff noted leakage at the PICC exit site and contacted for further assessment. Sodium chloride instilled and noted leaking at area above securacath. Dwell time of PICC x 80 days. PICC removed intact, dry dressing applied, and patient sent home. No injury to patient.